Manufacturer narrative:
The infection was successfully treated with IV antibiotics. This report is submitted on august 21, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report, july 14 2020.